Event description:
"Ntaneous" case was reported by a physician and describes the occurrence of device breakage ("micro-insert breakage/ fragment separated from the primary insert after it was released from catheter") in a (B)(6) female patient who had essure (batch no. He013ed) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("complication of device insertion"). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: doctor noticed an essure fragment separated from the primary insert after it was released from catheter. Doctor removed fragment with graspers and placed a new insert for a successful bilateral procedure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device breakage ("micro-insert breakage/ fragment separated from the primary insert after it was released from catheter") in a 25-year-old female patient who had essure (batch no. He013ed) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2018, the patient had essure inserted. On (B)(6) 2018, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("complication of device insertion"). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion and device breakage with essure. The reporter commented: doctor noticed an essure fragment separated from the primary insert after it was released from catheter. Doctor removed fragment with graspers and placed a new insert for a successful bilateral procedure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 16-apr-2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.